Event description:
The customer reported to a maquet service territory manager that an ambient light had detached from the cupola and was hanging by its wires. There was no patient involvement, and no injuries were reported. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician (fst) evaluated the device and found the ambient light module had broken. The fst replaced this module and returned the device to service. This malfunction was previously addressed in the u.s. Through the device correction noted. Notification of the corrective action was sent to this account. However, when a maquet fst went to that facility to verify the device, he could not find the unit and therefore was not able to perform the verification as instructed in the device correction letter.

Event description:
(B)(4).